Manufacturer narrative:
Result of investigation: vyaire field service went onsite found exhalation valve receptacle is loose. Missing washers for screws. As a resolution, added washers, now holds tightly. Performed operational verification procedure and passed. All units meet manufacturer specifications. Unit operates to manufacturer specifications.

Event description:
It was reported to vyaire medical that the vela ventilator has obvious leak from the loose exhalation valve body when the unit is running during pre-use setup. The customer confirmed that there is no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.